Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg will not communicate with its external devices following an unrelated procedure. It is unknown if the patient set their ipg to surgery mode or not. Further intervention may be pending.

Manufacturer narrative:
B3: event date is estimated.